Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that she changed her infusion set around 10am and went back to work and noticed that her blood glucose readings went down. The customer started to feel cold and shaky. The customer's blood glucose reading was 37 mg/dl. The customer's coworkers gave her a glass of orange juice and candy bar. The customer's blood glucose went up to 45 mg/dl. The customer had lunch and her blood glucose went back up to 148 mg/dl. The customer's blood glucose was 393 mg/dl when she got home. The customer stated that the pump was not exposed to an MRI. The customer was advised to speak to their health care provider regarding the low readings. The customer was advised to monitor the pump and call back if issues persist.